Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of the event estimated as 6/1/2020. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: "same day discharge during the covid-19 pandemic in highly selected transcatheter aortic valve replacement patients".

Event description:
This article aims to assess the same day discharge clinical pathway for transcatheter aortic valve replacement procedures due to restricted hospital resources resulting from the covid-19 pandemic. The date of the study was from june 2020 to december 2020. This article reports a total of 29 patients and all femoral punctures were pre-closed using abbott perclose proglides. The following adverse events were mentioned to be related to the use of a perclose device: vascular complications specific patient information is documented as unknown. Details are listed in the attached article, titled, "same day discharge during the covid-19 pandemic in highly selected transcatheter aortic valve replacement patients."